Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to both improper handling and improper maintenance , which are user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit on the battery oscillator device was not functioning and defective. It was further determined that the device failed pretest for the following: check performance, check the oscillations frequency, 10800 to 14200 osc/min, check the triggers and ecu (electronic control unit)., check the off/on/on mode, trigger test, check the battery coupling, check the saw head, and check the quick coupling for saw blades. Previous service and evaluation determined that the device lacked power, had worn housing and presence of water and failed the following pretest: general condition, check the oscillations frequency, 10600 to 14200 osc/min and check performance. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.